Manufacturer narrative:
A review of the following: review of documentation, review of specifications, and visual inspection. One device was returned for investigation. The device was returned with the unidex handle (udh) handle and the basket formation in the open position. A functional test was performed and the udh handle does not actuate the basket formation. A visual examination noted the basket sheath is damage 5 mm from the support sheath. Upon closer observation, the basket sheath is found to be severed and coil is exposed. The basket sheath is smashed and the coil is accordion at the point of separation. The udh handle was disassembled and the support sheath and basket sheath were found to still be attached. The basket formation could not be manually actuated. A review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. A review of device history record observed four (4) non-conforming devices, none of which is related to the reported failure mode. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the operator performed an ureterolithotripsy procedure on a patient by using nforce nitinol helical stone extractor device and a laser. During the procedure, the operator noticed that the device was broken and the basket did not open. The operator replaced the device and completed the procedure successfully. No unintended section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.